Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was confirming with regard to staples firing and forming. The instrument was received in good physical condition. There were 3 fired cartridges returned with the inquiry instrument was received in good physical condition. There were 3 fired cartridges returned with the inquiry instrument with none being loaded onto the instrument. The instrument was examined and was found to be functional. A test cartridge was loaded onto the instrument and was cycled, fired, and properly formed the staples within design specs, and without indicent. No conclusion could be reached as to what may have caused the reported incident during surgery. This inquiry was originally reported as an rpo (record purposes only). Comments: each instrument is evaluated during the assembly process to ensure that if functions properly.

Event description:
During a bowel resection end to end anastomosis via triangulation technique, it was reported that the dr fired the device three times; 1st firing appeared ok, 2nd firing was fine, but when they picked up the bowel, the staple line from 1st firing fell apart. They had to suture the staple line which extended surgery by approx 15 mins. It was noted that there were staples on one side to the bowel, but none in the other side. The rep reported that for the first firing they used a scalpel to cut, while for the 2nd and third firings they used scissors. There was no consequence to the pt.